Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. No harm requiring medical intervention was reported. Troubleshooting was performed and replacement set will be provided. Customer will discontinue the use of the device and insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black on (B)(6) 2022 customer called in with the following concern: patient experience a stuck button alert and change the battery but still did the same thing. P-cap locked in place properly during testing. Insulin pump passed displacement test and self test. Insulin pump received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found on (B)(6) 2022. Insulin pump error was also recorded on (B)(6) 2022. Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and connector on electric board 1 was locked properly during visual inspection. The insulin pump also passed the keypad voltage test (3.2v). However, corroded electronic assembly was noted during visual inspection. Insulin pump received with cracked case (battery tube), cracked battery tube threads and faded serial number label. Corroded battery tube was also noted. In conclusion customer concerns were not confirm. All buttons functioning properly during testing. However, after visual inspection corroded, electronic assembly was noted causing electrical shortage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.